Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, the analyst noted that on (B)(6) 2015, an impedance reading of 0 ohms was identified. No high impedance readings were evident. (B)(4).

Event description:
It was reported that an alert triggered due to both high and low impedance with the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.